Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant and possible deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant, see manufacturer report number 1645337-2018-06776 for contralateral prosthesis.

Manufacturer narrative:
New information: mentor received additional information indicating the explantation date was on (B)(6) 2018. According to the information provided, the customer initially reported bilateral deflation on breast implants. As per customer's confirmation, the implants are non mentor. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).